Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. It was also noted that there were signs of internal corrosion and the distal bearing had failed. On follow-up, it was noted that the patient was released without complication. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."

Event description:
Device returned for non-specified repair. No patient impact reported. Repair escalated to complaint on decontamination due to the attachment being obviously damaged. On follow-up, it was noted that this malfunction was identified during a procedure. There were tears to the dura which were repaired. The hospital used a back-up device, but the procedure was delayed approximately one hour. The patient was discharged without further incident.